Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not powering up) was confirmed. Upon investigation the battery charger/modem was resetting. The battery board showed signs of thermal damage and the q1 current controlling transistor and u13 cmos flash microcontroller were shorted on the charger bedside board. The cause for the damage was isolated to an overheated u9 processor on the bedside board. The root cause for the overheated u9 processor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his charger was not powering up properly. The pt was issued a replacement battery charger/modem.